Event description:
The initial reporter questioned inr results for 4 patients tested on coaguchek xs meter serial number (B)(4) compared to the stago compact neoplastin laboratory method. Based on the data provided, the results for 1 patient were discrepant. The result from the meter was 6.7 inr. The patient was drawn for the laboratory immediately and the result was 4.0 inr. No medical attention was necessary. The patient's warfarin dose was adjusted based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient had no symptoms of a high inr. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results qc 1: 3.1 inr, qc 2: 3.0 inr , qc 3: 3.0 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.